Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02551. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4) ¿ urinary/bowel problems; dyspareunia; neuromuscular problems. Add'l narrative: it was reported that mesh was implanted on (B)(6) 2006 along with concurrent hysterectomy due to cystocele, rectocele, and incontinence. Following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that on (B)(6) 2012, the patient underwent repair of bladder prolapse due to incontinence, loss of bladder control and had mesh repair. No additional information was provided.

Event description:
It was reported that the patient underwent an obturator sling procedure on (B)(6) 2012. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.